Manufacturer narrative:
Patient information was unavailable from the site. A software analysis was initiated. The software evaluation found that the issue was due to a software anomaly of unexpected exit/software unresponsive and a software investigation initiated to add this case to the medtronic database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site unsuccessfully attempted to launch framelink. The system became unresponsive. An alternate navigation system was available for use. Later, rebooting resolved the reported issue. There was no patient present when this issue was observed.